Event description:
A registered nurse reported a software issue during a biopsy procedure. The nurse stated he had to change the head frame during the initial start to the procedure. This was done successfully. The pt was then successfully registered using tracer registration, draped and sterile field initiated. The surgeon then made a burr hole and was able to navigate. During navigation, the system "completely froze" and he re-booted. On re-start the registration was saved, but it did not allow them to progress to navigation and gave them a message "the current pt reference may not be used with tracer. Please use the non-invasive" site elected to re-register the pt which caused a delay in excess of 1hr. The use of navigation was discontinued with no impact to the pt.

Manufacturer narrative:
No parts of files have been received by the manufacturer for eval.